Manufacturer narrative:
Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the black shrink tube has a melted appearance. It also appears that a piece of the shrink tube is missing. A two-year lot history could not be performed since a lot number was not provided. A review of the DHR could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been 5 complaints regarding 22 devices for this device family and failure mode. During the same time frame 251,860 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00009 per the instructions for use, the user is advised the following; examine this device prior to use for damage. Do not use if damage is found.

Event description:
Conmed (B)(4) reported on behalf of their customer that the 60-5274-132, stealth l-hook electrode was used in a endoscopic cystectomy on (B)(6) 2020. During use the coating of the l-hook electrode peeled off. The peeling was found after the surgery was completed. The surgeon feels there is a possibility that part of the coating was left inside the patient. This report is being raised as patient injury, due to the potential of the material remaining in the patient.